Event description:
The healthcare professional (hcp) reported a home pt (hp) with 2 incidents of the minicap falling off of the transfer set while the hp was in bed. The hp reported an additional incident. The hp received a transfer set change and was treated with intraperitoneal (ip) prophylactic antibiotics as follows: loading dose, ancef 1gm and tobramycin 60mg. Outpatient treatment to continue ip for 10 days as follows: ancef 125mg/l and tobramycin 20mg/l (bedtime exchange only). No pt injury reported per hcp.